Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. The customer changed the infusion set to resolve occlusions. Additionally, the customer alleged the pump delivered a 5 unit bolus despite the occlusion alarm, as reportedly the customer observed drops of insulin at the end of the patient line. Tandem technical support examined pump data logs and verified that bolus delivery had stopped due to the occlusion alarm. Customer's blood glucose was 189 mg/dl. The customer continued to use the pump and had syringes for insulin therapy.